Manufacturer narrative:
510k: this report is for an unknown prodisc c implant. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Code (B)(4) used to capture required surgical intervention, device removal, and intervertebral disc degeneration and adjacent segment degeneration. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent removal of prodisc due to degenerative disc disease at multiple levels and was revised to a skyline three level plate. The procedure was completed. It is unknown if there was a surgical delay. There was no patient harm reported. This report is for an unknown prodisc c implant. This is report 1 of 1 for (B)(4).